Event description:
Patient with a heartmate 3 lvad (left ventricular assist device) at a rehab facility experienced a vad (ventricular assist) communication fault alarming refractory to a controller exchange. The second controller showed no speed flow or pi only watts of 5.9. On auscultation no vad sounds were heard so the pump was presumed to be off. The communication fault alarm continued and an second vad controller exchange was done with a modular cable exchange. The pump was still silent to auscultation indicating that the pump was off. The entire time the controller showed the green arrows on, indicating the pump should have been on and working. The controller displayed no speed flows or pi, only the watts the controller was using (5.9). The patient was transferred to the hospital, started on epinephrine and norepinephrine. On (B)(6) 2024 he and his family chose not to pursue a high risk surgical vad exchange. With a prior subdural hematoma he would be very high risk for re-do heart surgery and repeat head bleed. He was taken to the cath lab to patch his outflow graft to allow his native left ventricular function give him as much forward flow as possible. He will be set up with home hospice and home dobutamine and eventually will discharge home. Ref report: mw5150062.